Manufacturer narrative:
This device is expected to be returned to the manufacturer but has not yet been returned. A review of the device history report has not yet been completed. The july 2007 15-month vaxcel plus dialysis kit product family trend report for this failure mode was reviewed and noted no adverse trend and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation that a vaxcel dialysis catheter was placed for therapeutic purposes in a patient. During the procedure, the peel away sheath did not peel properly and another sheath was used to complete the procedure. There were no complications reported with this event.